Event description:
A healthcare professional reported a patient experienced the event of ¿rupture of the left device with an extracapsular diffusion of silicone due to revision, along with wrinkling and rotation of the device¿ capsular contracture baker grade IV. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicone migration, capsular contracture.